Event description:
It is reported that ICU nurse experienced difficulties in inflating two (2) new fms control kits upon initial attempt; could only instill 10-15 cc of fluid into inflation port autovalve and balloon would not inflate. The two (2) fms control kits was removed and outside of pt they could not inflate.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that device was momentarily placed into rectum; rectal vault to attempt inflation and removed w/o issue. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014.